Event description:
It has been reported to philips that there was a wireless footswitch connection issue. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed malfunction. According to additional information received, the system was in clinical use when the issue occurred. The system was used for planned treatment/non-emergency treatment and the procedure was completed as planned. Upon troubleshooting, fse found that the charger and led¿s on wfs were not functional. To resolve the issue the fse replaced wireless footswitch and base station. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.